Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance. The patient reported that the meter issue occurred in ¿(B)(6)¿ when she obtained a result of ¿268mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿129mg/dl¿ obtained on a freestyle meter, performed within 30 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lfs criteria for accuracy. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that she developed symptoms of ¿jittery and nauseous which she associated with low blood sugar¿ and that prior to symptoms developing she obtained a result of ¿close to or over 200mg/dl¿ on the subject meter. The patient reported that on (B)(6) 2015 she visited her doctor¿s office where she was prescribed ¿metformin 1000mg morning and night.¿ during troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lifescan's criteria of a serious hypoglycemic event. It cannot be ruled out that the meter inaccuracy did not cause or contribute to this injury.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.